Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 140 compared to the labs 104mg/dl. Tests were done within 30 seconds. Pt did not report any adverse events. No further info has been reported.